Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, the field service engineer (fse) confirmed that no fault was present upon arrival. The fse accessed the hardware test application (hta) and tested the srm (smart remote manager) multiple times, confirming proper response and successful opening. The srm was opened and the leads were cleaned, after which the customer was able to inventory medications successfully, confirming the issue was resolved. The system functioned as intended when field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the smart remote manager attached to the medstation es fridge was not opening; the issue began when a nurse attempted to retrieve medications. The customer rebooted the station twice and performed a drawer recovery; however, the smart remote manager did not open even during the recovery process. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported due to this event.